Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a "wrong date." It was reported that their doctor appointment is (B)(6) 2019, but the alarm for the device is (B)(6) 2018. No further complications were anticipated/reported. Additional information received from a consumer on (B)(6) 2018, indicated the most recent wrong date on personal therapy manager (ptm) was on (B)(6) 2018, and every previous doctor appointment. It was noted that the healthcare professional's (hcp) office manipulates the pump to increase my visits per year. It was noted that the changes were not medically necessary (illegible) with medication. It was noted the patient contacted manufacturer and raised issues multiple times with the hcp office. It was noted that the hcp office schedules refills months in advance of alarm date to maximize profits (4 visits instead of 1 to 2). No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the indication for use was intractable spasticity. It was reported that the pump had gone dry "several times," but the patient did not have withdrawal symptoms. There were no further complications reported at this time.